Event description:
The customer reported that the system was getting error messages; the field engineer noted the system was unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video cable was replaced during the service call. The reported issue is currently under investigation.